Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type catheter; product ID 8578, serial# unknown, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(4) 2009, UDI#: (B)(4); product ID: 8578, serial/lot #: unknown, ubd: (B)(4) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's catheter was broken in the lumbar portion of the patient's back and spasticity returned. The event date was noted as (B)(6) 2019. There was only 24 months left on the pump so that was replaced during the catheter replacement so the patient would not need to come back for a second surgery. It was noted there was a 8578 catheter found attached in the body that was not registered. The old catheter was removed. The pump and catheter were to be returned to the manufacture.